Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. A lead integrity alert (lia) triggered on the right ventricular (rv) lead due to elevated sensing integrity counter and non-sustained tachycardia episodes. The rv lead was noted to have a drop in pacing impedance and varying impedance. The lead was confirmed to be fractured and was explanted and replaced. It was also reported that during the explant procedure for the rv lead, the right atrial (ra) lead dislodged. It was decided that the ra lead would not be replaced and the device was programmed to vvi40 mode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.